Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The reported problem (service code 107: multiple abnormal shutdowns, service code 204: belt/monitor unusable) was confirmed. Upon investigation, the belt displayed service code 204 when a belt was plugged in. The cause for the service code 204 and the service code 107 was isolated to a bent pin on the j1001 connector on the ca board. The bent pins prevented the monitor from communicating with an electrode belt, which caused the abnormal shutdowns and service codes. The root cause for the bent j1001 pin was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was displaying service code 204 (belt/monitor unusable) and service code 107 (multiple abnormal shutdowns).